Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that the system was recalibrated the day before by the manufacturer representative for a ventriculoperitoneal shuntprocedure. Now the system is not working for the spinal procedure. The cranial software was loaded and an fpu shunt was done yesterday. However it is noted that this is most likely not relevant to the issue with the spinal procedure. The manufacturer representative suspects that poorly picked fiducial points for point registration or image quality issues on the CT are contributing to the issue. The scans and 3d model were noted to not be good during this procedure. The surgeon used point merge and was unable to get an error metric below 5.4mm. The patient had previous metal that caused scatter in the CT. The CT was not optimal for stealth. The scans had different spacing and thickness and missing slices. The surgeon tried to use an alternate imaging system but the image quality was not great, the calibrations are very over due. The surgeon placed a few screws with the registration from the imaging system and completed the case using another imaging system. The amount of delay has not be reported at this time. Patient impact has also not been reported at this time. Additional information was provided stating that the manufacturer representative was troubleshooting the system and was able to recreate an inaccuracy of about 1 inch with point merge. A spin of the was taken and it was accurate. It was discovered that a projection was on but not showing in the orthogonal views. The probe was navigation by the tip in the trajectory views but by the projection in orthogonal views the projection was not visible. Use of imaging was aborted and use of navigation was aborted. There was no impact on patient outcome.

Manufacturer narrative:
H3: a software analysis was initiated to determine the probable cause of the issue. Analysis found that the information provided was insufficient to determine whether a software anomaly contributed to the reported behavior. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.